Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the connector pin would only fit when plugged in backwards and the arrows did not line up. The connector pin would not go in. It was confirmed that this was not an out of box failure and the issues started on (B)(6) 2018. The connector pin did not look bent. It was clarified that the ac adaptor connector was put in upside down. The patient had pain yesterday because of the need to recharge. On the day of the report, the pain was worse. It was confirmed that the battery was "going down." No further complications were reported.